Event description:
It was reported that during the implant procedure, several trial to pass the lead through the tricuspid valve failed due to a helix issue. The physician attempted to retract the helix with a few turns, but the helix jumped out and canted. It was no longer possible to retract the lead. The lead was not implanted and was replaced. The prolonged procedure exposed the patient to a higher dose of radiation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.